Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had the tube push off the non patient end of the needle. The following information was provided by the initial reporter: "material no: 367342 batch no: unknown (possible lots 0324983, 0350790, 1011441, 0303017, 0324983, 0357207) it was reported that the tube is popping off the needle. (B)(6) 2021 14:38:27 (gmt) the staff had several complaints regarding this product, so I am not sure which one you are asking me to define. The two main complaints are that the tubes pop off sometimes and you have to physically hold the tube on the needle to fill; the other is that when you are in the vein, a bubble of air will travel down the tubing even after you have had successful flow. Item #367342 23g push button collection set. Lot numbers: 0324983, 0350790, 1011441, 0303017, 0324983, 0357207. There are no samples for investigation. I am not sure if the defect caused any patients to be redrawn. I was not given that information. No medical intervention."

Manufacturer narrative:
H.6. Investigation: a review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. See h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set had the tube push off the non patient end of the needle. The following information was provided by the initial reporter: "material no: 367342 batch no: unknown (possible lots 0324983, 0350790, 1011441, 0303017, 0324983, 0357207) it was reported that the tube is popping off the needle. Kim velasquez : 2021-04-06 14:38:27 (gmt) the staff had several complaints regarding this product, so I am not sure which one you are asking me to define. The two main complaints are that the tubes pop off sometimes and you have to physically hold the tube on the needle to fill; the other is that when you are in the vein, a bubble of air will travel down the tubing even after you have had successful flow. Item #367342 23g push button collection set. Lot numbers: ¿ 0324983 ¿ 0350790 ¿ 1011441 ¿ 0303017 ¿ 0324983 ¿ 0357207 there are no samples for investigation. I am not sure if the defect caused any patients to be redrawn. I was not given that information. No medical intervention."